Event description:
On january 6, 2000 ane mployee rec'd a needle stick on the thumb of right hand while attempting to dispose a lancet into a sharps container. Kendall's quality assurance department was notified of this event on january 19, 2000.